Event description:
It was reported that the balloon became stuck in the lesion and a shaft break occurred. Radial access was obtained and a percutaneous coronary intervention was performed, after using rotablator, in the rca with a 10mmx2.50mm wolverine coronary cutting balloon monorail. After 4 inflations at a maximum of 12atm, the balloon and blade became stuck in the calcium plaque, being impossible to remove it. The proximal shaft became stuck in the axillary area and was not able to be retrieved. The surgical team was called and a decision was made not to perform surgery to remove both fragments. A stent was then placed over the balloon in the coronary artery and checked via ivus with a good result. The shaft fragment was left in the axillary area. No other complications and no serious injury was reported. The patient was stable following the procedure.